Manufacturer narrative:
Please note corrections to sections d9/h3, the device was returned. The reported event could not be confirmed, since the device is not broken as complained. The device inspection revealed the following: the visual inspection has shown that the cutting edges of the received drill bit are totally blunt, there are nicks and dents all over the edges. The device is in general in a very used condition with scratches at the shaft and impression marks at the coupling adapter. The reported breakage of the drill bit cannot be confirmed, beside from the wear marks is the device intact. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an excessive metallic contact during use. In this relation following statement from the operative technique can be pointed out: [always use the designated drill sleeve/plate screw inserter to assure accurate placement of the screw and to protect the adjacent soft tissues against the generation of heat and build-up of debris. The drill sleeves are also designed to prevent damage to the drill bit and to avoid the drill bits being seized or blocked in the sleeve.] [Original statements] if more information is provided, the case will be reassessed.

Event description:
It was reported the device broke during use. The tip of the bur remained in the left pubic eschium branch.no adverse consequences or clinically significant delay in treatment were reported.

Event description:
It was reported the device broke during use. The tip of the bur remained in the left pubic eschium branch. No adverse consequences or clinically significant delay in treatment were reported.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report. Device disposition is unknown.